Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a rupture in the cylinders. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically examined and had a hole with a leak and broken fabric threads wear in the proximal end of the cylinder, also was observed a wear at fold in the middle and distal end of the cylinder. The second cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The outer tube was detached on part of the proximal end of the cylinder body. There was a hole with a leak at corner of a fold in the distal end of the cylinder. The pump was microscopically examined, and contamination was found within the ms pump, therefore functional testing was not performed. The pump passed the leakage testing. This investigation is assigned a most probable conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a rupture in the cylinders. The ipp was explanted and replaced. There were no patient complications reported.